Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, radiation tx-head / neck area, bisphosphonate treatment, illness requiring steroids, blood coagulation disorder, drug or alcohol abuse, smoker, periodontal disease, diseased mucous membrane, peri-implantitis, infection, pain, swelling, abscess, mobility. Patient was severely medically compromised.